Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the scope mount was bent from the base and there was a gap. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that water intruded from the gap and the electronic circuit was destroyed, then no image was displayed. The scope mount might be bent because strong force was applied. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to water immersion to ccd. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, no image was displayed. There was no report of patient injury associated with the event.